Event description:
The svc report shows while performing a pm ++ on the ventilator the cse noticed the alarm was lower than normal. After a review of the svc history it was noticed that this was the original alarm in this '83 unit. The npb cse inspected the device and replaced the audio alarm. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.